Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds noted via interrogation. A subsequent interrogation approximately one month later continued to show chronically high thresholds. The lower rate was adjusted and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The rv capture threshold was greater than 2.5 volts since (B)(4) 2014.